Event description:
The patient had an evoke scs system implanted (B)(6) 2022. A lumbar scs incisional scab was noted and the patient experienced itching at the site. On (B)(6) 2022 the patient was prescribed oral benadryl 2 x per day. On (B)(6) 2022 patient was prescribed 10mg of hydroxyzine, and on the (B)(6) 2023 keflex 250mg 3xday was prescribed.

Event description:
The patient had an evoke scs system implanted (B)(6) 2022. A lumbar scs incisional scab was noted and the patient experienced itching at the site. On (B)(6) 2022 the patient was prescribed oral benadryl 2 x per day. On (B)(6) 2022 patient was prescribed 10mg of hydroxyzine, and on the (B)(6) 2023 keflex 250mg 3xday was prescribed.